Manufacturer narrative:
Batch review performed on 19 july 2019: lot 154756: (B)(6) items manufactured and released on 15.01.2016. Expiration date: 2020-12-19. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 8 months from the primary due to signs of an infection (the pathogen is unknown). The surgeon performed a washout and poly-swap and the surgery was completed successfully.